Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a scope communication error (e226), along with intermittent image. The issue was found during set up for a therapeutic transurethral resection in saline procedure. There were no reports of patient harm.